Event description:
It was initially report that a vns patient had passed away. The woman identified herself as a caregiver for the patient but she did not provide any more information about their relationship. The woman that reported it to the manufacturer was inquiring about donating the patient's magnets. Attempts were made with the woman for information about the patient and the circumstances of the death but she declined to provide any information. All additional attempts for more information and to determine the identity of the patient is have been unsuccessful to date.

Manufacturer narrative:
.